Event description:
Rptr complained of sevre chronic fatigue, muscle aches, rashes, paresthesias, bowel irritability, alopecia, dry eyes, chronic cystitis, loss of concentration, ruptured implants, severe joint pains, depression, arthritis symptoms in arms, hands, wrists, hips, knees, ankles, feet and elbows, joint swelling, pain and stiffness all over, breast hurt and burn, neck glands swollen, coldness and pain of extremities toes, fingers, implant migration.